Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aorta aneurysm. It was reported that the patient presented emergently with pain. The CT revealed that there was another aneurysm growing distal to the previously treated aneurysm that caused a distal type I endoleak. The physician elected to implant a 46 valiant stent graft and the distal type I endoleak was resolved. The physician stated that the cause of the event was due to patient anatomy and disease progression. No additional clinical sequelae were reported and patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of CT¿s and 3d film report from 5 years post-implant revealed that a talent thoracic stent graft was implanted in the patient. The device was positioned just distal to the lcca, covering the lsa, and extending across the arch. The max diameter taa measured 86mm, and contrast was seen in the distal taa from a likely distal type I endoleak. The proximal stent graft od measured ~45mm. The distal stent graft od measured 41 x 51mm, and the thoracic aorta diameter measured ~6cm at that location. Thrombus was seen within the distal 6cm length section of the stent graft, along the outer curvature. No stent graft kinks or compression was observed. Approximately 4cm distal to the stent graft a separate 4cm max diameter aneurysm was seen. Just distal to this taa the thoracic diameter measured 29mm. No occlusion was seen distal to the devices. The cause of the distal type I endoleak could not be determine from the images provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible the disease progression with vessel dilatation may have contributed. The cause of the thrombus seen within the stent graft could not be determined. Films during and post-intervention were not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.